Event description:
Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
The reason for reoperation is: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "severe inflammation", "painful encapsulation" baker grade unspecified "with wound secretion", and patient "is now afraid of developing cancer".

Event description:
Patient representative reported right side "patient experienced severe inflammation of the breast (side unknown) with wound secretion", "painful encapsulation" (baker grade unspecified) with obvious shape change", and patient "is now afraid of developing cancer". The device remains implanted.